Event description:
It was reported that there was a loss of efficacy which was unrelated to stimulation therapy. Symptoms had occurred about a month prior to the date of this report. The patient was unable to adjust stimulation. The device was powered off and the display was showing a ¿call your doctor¿ icon and elective replacement indicator (eri). The patient had an appointment at 2pm. The patient was able to turn stimulation back on. The device was not working and the problem had started a month prior to the date of this report. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information.

Event description:
Additional information received from the patient reported that she did not have concerns with her device or therapy. She received assistance on (B)(6) 2015 from her doctor or manufacturer representative (rep) and her concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v984204, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).